Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was inserted through a sheath and into the patient's left femoral artery. Soon after the intra-aortic balloon pump (iabp) therapy began, the pump (iap-0500j (B)(4)) alarmed "high pressure." The medical engineer (me) found that the tip portion of the balloon was not inflated. The me tried to manually inflate the balloon by using the supplied syringe. At this time, the balloon fully inflated and the iab was reconnected to the pump and iabp therapy resumed; however, the pump alarmed again "high pressure." At this time, the me lowered the balloon delivery volume to 30cc. The balloon and pump worked successfully. There was no reported patient death or injury. Surgical / medical intervention was not required. The patient outcome is listed as "good."